Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a recurring pump error alarm during self-test. Blood glucose level at the time of the incident was 186 mg/dl. Customer was able to clear the alarm and was able to complete the pump process. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device received with operating currents within specification. The device passed selftest, rewind, seating, basic occlusion, occlusion, force sensor and displacement test. The device properly connected to the glucose sensor simulator. No sensor anomalies noted. Pump error 63 alarm confirmed in the pump history due to broken traces on keypad assembly.